Manufacturer narrative:
Device received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot near battery tube and scratched display window. No button response due to corroded keypad traces.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks near the battery compartment. Nothing further reported